Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to physical stress. The event can be detected by following the instructions for use (IFU) which state: ·preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. The event can be prevented by following the instructions for use (IFU) which state: ·important information ¿ please read before use warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and an evaluation confirmed the customer allegation. Leak test was performed and leakage was detected at insertion tube. There were few additional findings. Video connector had a crack. Meandering of the connecting tube was noted. Due to a cut on connecting tube, water tightness was lost. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, leakage at the insertion tube of the uretero-reno videoscope was noted during inspection. The device was returned and an evaluation revealed, the coating of the connecting tube was peeled off (major axis is greater than or equal to 4 millimeter (mm)). This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement.